Manufacturer narrative:
At this time, no adverse health consequences have been reported for any of the complaints. Although there is a possibility that a user could potentially receive a minor thermal or chemical burn if they touch the battery while it is overheating, the occurrence rate for this event is extremely low (0.002%). In addition, this issue could easily be identified by the user. Root cause investigation results strongly suggest that end user placed one of the two batteries inadvertently into the charger in a reverse polarity direction. The battery charger used by the customer in australia is a discontinued model. In abundance of caution vision-sciences inc. Has decided to submit this report as an MDR. Additional catalog number: 07-3053aus. See scanned pages.

Event description:
It was reported that during charging, the battery began to overheat and make a whizzing noise. The customer then placed the batteries in an empty sink. Batteries subsequently burst while in sink. Product was not in use and there was no patient or worker injury or issue. It was further reported that user charged the batteries at the beginning of each day. They charge both batteries at the same time, and only 7 cases have been performed during 2 weeks. Light source using the battery stays on for 3-4 min each case. Only one battery is used in a light source. This information initially suggests that batteries are being overcharged, contrary to the device labeling. Battery charger and burst batteries were returned to vision sciences facility for root cause investigation. Root cause investigation was performed on (B)(4) 2013 and results (documented on (B)(4) 2013) indicate the following: battery is a 3.7 v lithium-ion battery model lir17335 manufactured by embb with manufacturing date code p1109 (sept 2011). Battery seems to be swollen and deformed, indicating intense pressure build-up inside the case resulting in rupture of the case with expulsion of battery contents. The battery charger, novacell nv-lc02, was also examined. This charger is manufactured by gloso hk industrial. Vision-sciences discontinued distributing this charger in late 2011 due to several complaints of a similar nature with batteries overheating and/or bursting while charging. Inspection of the positive terminals of the charger revealed that there was no mechanical clearance gap which is required to prevent an electrical connection if a battery is accidentally inserted into the charger in a reversed polarity. While it cannot be definitively determined from the information gathered from the customer and examination of the returned charger and remains of the batteries, it is strongly suspected that the customer placed one of the two batteries inadvertently into the charger in a reverse polarity direction.